Manufacturer narrative:
Bench service engineer (bse) replaced the 2nd generation lcd cable to resolve the display issue. The device was restored to factory settings and the bse successfully completed a performance verification test (pvt) which the device passed. The device was returned to use.

Event description:
Philips received a complaint on the v60 ventilator indicating that the liquid crystal display (lcd) connector was completely broken and could not be plugged into the power management (pm) printed circuit board assembly (pcba). It was indicated that the cable needs to be ordered so that the screen turns on. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The device was sent to the bench repair center and was evaluated by a bench service engineer (bse), who confirmed the reported issue. The bse determined that the 2nd generation lcd cable required replacement. The investigation is ongoing.